Event description:
The unit reports that ventilator read "patient disconnect" while still connected to the patient. The machine would alarm audibly and visually with all numbers on the screen displaying zero. Nurse reports that she believed she could hear the safety valve open on the back side of the ventilator. After about five minutes, it would stop and return to the previous settings and continue to ventilate the patient. This would occur about every five minutes as observed by the nurse and respiratory therapist. The ventilator was exchanged with no issues with the replacement ventilator. There was no change in the patient's vital signs or harm to patient.